Manufacturer narrative:
(B)(4). The reporter stated that a leak occurred coincident with this event. The leak site was the "needleless adaptor tip" and occurred following application of "slight pressure". The leak was noted when the patient's bed was found to be wet. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a solution bag and observed for flow issues or leakage; no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlinks inner seal on the distal needleless adaptor protrudes while infusing 0.9% sodium chloride. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.-